Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide remedial action information updated fields: b5, h2, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope, gynecologic had error code e228 and black screen. The event had occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) was damaged, purple image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the malfunction purple image was due to cable was broken. The most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.